Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the venous anastomosis the pta balloon allegedly was difficult to remove through the sheath. Reportedly, when the health care provider was removing the entire sheath, the catheter shaft of the balloon allegedly broke. The procedure was completed and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was not returned, however four electronic photos were provided for review. The photos show a complete break in the catheter shaft, just proximal to the proximal balloon joint. Additionally, bunching of the balloon material was noted at the distal end of the sheath, and the distal tip of the sheath was noted to be flared. Therefore, the investigation is confirmed for the reported break, and for sheath-related retraction issues. The definitive root cause for the identified break and retraction issue could not be determined based upon available information. It is unknown whether procedural issues and/or the original sheath used for the procedure contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that during an angioplasty procedure in the venous anastomosis the pta balloon allegedly was difficult to remove through the sheath. Reportedly, when the health care provider was removing the entire sheath, the catheter shaft of the balloon allegedly broke. The procedure was completed and no further treatment was provided. There was no reported patient injury.